Event description:
A customer reported that a pump issued an altitude alarm while they were on a flight. There was no adverse impact to the customer's blood glucose level. Customer support instructed the user to clean the speaker holes and reconnect the cartridge, after which the insulin delivery resumed successfully. The pump returned to normal operation, and tips for avoiding altitude alarms were provided.